Event description:
A malfunction alarm was reported, and it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. The customer was informed that the pump needed to be replaced, and cts arranged for a replacement pump to be sent to ensure insulin delivery would not be interrupted.